Manufacturer narrative:
The insulin pump had no button response due to moisture damage on button keypad traces. No moisture damage on electronics and no insulin smell noted. The low reservoir alarm could not be verified due to no button response. The device also had a minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was trying to change the set after taking a shower and received a low reservoir alert which she could not clear. During troubleshooting, the customer mentioned she had an incident about two weeks back where the insulin pump was exposed to moisture because she accidently spilled insulin in the reservoir compartment and stated that every time she shook the insulin pump insulin would come out. Blood glucose value was 235 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.